Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and noise attributed to insultation damage and a conductor fracture. Additional information was received confirming this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and noise attributed to insulation damage and a conductor fracture. Further evaluation including an x-ray is expected in the near future. This lead remains in service. No adverse patient effects were reported.